Event description:
Intermittent atrial undersensing reported on atrial lead; causing false termination of some at/af episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).